Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set.. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a leak from the transfer set, which was noticed they were ¿wet¿ after standing. It was further reported the transfer set disconnected from the titanium adapter. Subsequently, nine days later, the patient experienced fever, chills, and cloudy fluid. The cause of the disconnection was not reported. The patient presented to the pd clinic and was treated with one dose of vancomycin (2 gm., intraperitoneal) and 3 doses of cefepime (1 gm.) For the events. On an unreported date, the patient was hospitalized for the events. On an unreported date during hospitalization, the pd catheter was removed due to another indication and the patient was switched to hemodialysis therapy. A new pd catheter was placed, and pd therapy was restarted for eight days. On an unreported date, the patient was recovered from the events. It was reported the patient was retrained. No additional information is available.